Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that pacing thresholds on this right ventricular (rv) lead had increased since implant. Pacing impedance had decreased but remained in range. An x-ray reportedly showed that the lead was in place, but the physician suspected a micro-dislodgement. Boston scientific technical services (ts) discussed options of monitoring or lead revision. A lead revision was performed and it was noted that the lead had migrated; loss of capture with no asystole also was reported. This rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.